Event description:
It was reported that balloon rupture occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 12atm for 15 seconds. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. No tears were observed in the balloon material however, there were traces of blood visible in the balloon which is consistent with a leak having occurred in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon when liquid was observed to be leaking from a balloon pinhole. The pinhole was located at 3mm distal from the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. The rated burst pressure for this device is 12 atmospheres as per instructions for use. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 12atm for 15 seconds. The procedure was completed with a different device. No patient complications were reported.